Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that whole box of infusion sets had been leaking from quick release, which cause the patient blood glucose elevated to 263 mg/dl. The infusion set was in use for 2 days. No further information available.